Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (b)(6)2024, it was reported that the patient stated that she has been experiencing inaccurate Dexcom sensor readings since (b)(6) and continuing through the day of the report, which has caused significant concern. She expressed worry about the possibility of experiencing another seizure; however, she confirmed that no recent seizure events have occurred or been reported since the previous incident. The patient recalled a prior seizure episode that she believes may have been associated with inaccurate Dexcom sensor readings, which she estimates occurred around (b)(6)2024. She was unable to provide complete details of the event due to impaired awareness during the seizure. According to the patient, her husband contacted Emergency medical services (EMS) at the time; however, she was not transported to a hospital or other medical facility for further evaluation. She reported that her Dexcom device was displaying "LOW" readings during the incident. However, she could not recall the exact date or time of the event and could only estimate that it occurred around (b)(6)2024. She was also unable to remember whether any glucose-related alerts or alarms were displayed on her Dexcom app or insulin pump at that time. The patient did not perform a blood glucose (BG) meter check and could not recall whether EMS obtained a BG reading upon arrival. Additionally, she was unable to recall whether she was experiencing hypoglycemia or hyperglycemia at the time of the event. The only treatment she remembers receiving was Baqsimi (nasal glucagon spray). The patient was doing well overall, but remains concerned about the ongoing sensor inaccuracies due to her previous experience. She confirmed that a similar seizure event has not recurred since the (b)(4)2024 incident. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4)H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hypoglycemia.